Event description:
In march 2006, the lay user/patient contacted lifescan alleging that his one touch basic meter was reading inaccurately high. About 2 1/2 weeks ago on an unspecified date, the patient obtained readings of 429 and 436 mg/dl. It is not known what times these readings were taken. At an unknown time later, the patient gave himself 40 units of 70/30 insulin and then developed symptoms of being shaky. The patient's girlfriend took him to the hospital where his blood glucose was tested twice. He reported readings of 86 and 138mg/dl. The patient was given "candy" as treatment. It would have been helpful to know the following information: what times were the reported readings taken, when was he taken to the hospital, what medications / treatments did the patient take on the day of the event, and what meter was used to test his blood glucose in the hospital. In addition, it would have been helpful to know the patient's medication regimen, when the patient started noticing elevated meter readings, and what interventions the patient may have taken in between the reported readings. The customer care advocate (cca) noted that the patient had been using blood samples from his fingers and was applying his blood correctly to the test strips. However, the cca noted that the patient was not cleaning his puncture sites correctly and 3 quality control solution tests failed. The meter, test strips and control solution were replaced. Although this patient was not cleaning his puncture sites correctly and it is not known when the readings wer taken, this complaint is being reported due to the following conclusions: the patient obtained elevated blood glucose readings on his meter, took an insulin dosage at an unknown time later, and was later treated in the emergency room for hypoglycemia.